Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The device was disassembled and visually inspected. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue, and further damage was likely caused due to how the device was shipped back. Inspection of the insertion tube, singulator, and trocar identified damage on the trocar and surface features indicating a tensile failure. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Minor deformation was found on the right wing of the trigger button. The trigger button wing and housing potentially had unintended interference due to a manufacturing process. A review of the risk analysis identified ¿left housing not correctly assembled onto right housing¿ as a potential failure mode. The resulting failure effects are ¿trigger inoperable¿ and ¿inability to implant.¿ however, the device was found to have actuated all positions and deployed all stents. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified, however, the most likely cause is a heavily biased trocar during the deployment of the second stent. MFR# reference: (B)(4).

Event description:
It was reported that following the successful implantation of the first stent from a trabecular microbypass stent system in the patient''s right eye (od), the surgeon "dimpled down a little too much", and the trocar broke during implantation of the second stent. Per report, the trocar fragment was removed intraoperatively, and the surgeon confirmed that the second stent was successfully implanted. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).